Event description:
It was reported that the  bur could not be inserted into the attachment and broken.  No patient impact reported. Additional information was received stating that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation of the device determine that the bur could not be inserted. The likely cause of failure was identified as the bearing was broken. It was also noted that expansion and contraction function not working and variable of length function not works in stages, there was scratches and dents, laser markings are faded. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.